Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button error alarm. Customer's blood glucose reading was unknown. Customer advised the button error alarm has occurred in the past. Customer advised they would call back with the insulin pump information in order to properly troubleshoot.